Event description:
Aseptic peritonitis [peritonitis]. Cultures of peritoneal cavity high in polymorphs [peritoneal effluent leukocyte count increased]. Case description: spontaneous report received in 2009, from a physician regarding "3 or 4" patients, for whom age, initials, and gender were not provided. The patients had abdominal surgery on an unk date, during which seprafilm was used. Following the abdominal surgery, the patients experienced aseptic peritonitis which required reoperation. There was no enteric leak and the cultures of the peritoneal cavity were negative for organisms although high in polymorphs. By the next day ,the patients were "almost asymptomatic" and were discharged the day after a CT scan of the abdomen was "unremarkable". As of the date of receipt of this report, the pt outcomes were unk. No further info was provided. See manufacturer's number for other adverse events from this reporter.

Manufacturer narrative:
Eval summary: no sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance is unable to perform an eval or lot history review. If a lot number is provided in the future, this complaint will be reopened and the appropriate investigation will be conducted.